Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading dose of 325 mg aspirin. An isleeve introducer was placed and the aortic valve was treated with subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic valve in the correct anatomical location. On the same day, post procedure, electrocardiogram (ECG) revealed a new onset of lbbb. No action was taken to treat the event. The following day, the subject was discharged on aspirin and warfarin.